Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 due to high blood glucose levels. The customer stated that she was sick and had issues with scar tissue when the hospitalization occurred. The customer's blood glucose at the time of admission was 789 mg/dl. The customer was unable to provide more information at the time of the call. Advised customer that a follow-up call would be made. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.